Manufacturer narrative:
(B)(4). Per results of investigation, carefusion service technician was unable to verify, ¿palmtop ventilator revel peep reading was reading higher than what the set peep was set at¿. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. Peep on ventilator was set to 2; peep displayed on ventilator was 2. The ventilator passed 70 hour extended test at customer's settings. The ventilator passed initial final test and initial alarm volume test. The service technician was unable to duplicate reported problem. The unit passed all bench testing.

Event description:
The customer reported model palmtop ventilator revel peep reading was reading higher than what the set peep was set at. Per customer, the ventilator was on patient at time of malfunction. The patient was an organ donor on life support. No further information was provided by the customer regarding injury or intervention associated with this event.